Event description:
I had essure device inserted in 2013 for permanent birth control. In 2021, I started to have severe cramping and bleeding. On (B)(6) 2021, I had to have a hysterectomy to remove the essure device along with my uterus due to one of the devices was lodged in my uterus wall. Sonogram showed the essure device had migrated and was lodged in my uterus wall causing inflammation. FDA safety report ID# (B)(4).